Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed one occurrence of a system fault alarm. The pump passed all functional tests and no faults were found during testing. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during bench testing of a smiths medical solis vip pump, an error code 4222 was displayed. No patient was involved in this event. No adverse effects were reported.